Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure, difficulty was noted to cross the septum with the sheath and the dilator. Dilator was used to floss across septum but still was not able to advance. When a toray guide wire was used to advance through the dilator, white spiral plastic bits noted at flush port. So, the sheath and dilator replaced with another faradrive from same lot number, however, still had difficulty crossing the septum. With extensive physician manipulation, it cross successfully and the procedure was completed. No patient complication was reported. The device was received for analysis and investigation is still in progress. It was further reported that no damage was noted on the first and second sheath or catheter. The transseptal puncture was standard on ice. Several times to get transseptal, approximately 3-4 maneuvers before non boston scientific toray guide wire was used.

Manufacturer narrative:
Additional information added to b5: describe event or problem.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure, difficulty was noted to cross the septum with the sheath and the dilator. Dilator was used to floss across septum but still was not able to advance. When a toray guide wire was used to advance through the dilator, white spiral plastic bits noted at flush port. So, the sheath and dilator replaced with another faradrive from same lot number, however, still had difficulty crossing the septum. With extensive physician manipulation, it cross successfully and the procedure was completed. No patient complication was reported. The device was received for analysis and investigation is still in progress. No damage was noted on the first and second sheath or catheter. The transseptal puncture was standard on ice. Several times to get transseptal, approximately 3-4 maneuvers before non-boston scientific toray guide wire was used. It was further reported that the white spiral material was coming from the proximal end of the dilator with no resistance. Dilator was already inserted through sheath and the assembly advanced into the body.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure, difficulty was noted to cross the septum with the sheath and the dilator. Dilator was used to floss across septum but still was not able to advance. When a toray guide wire was used to advance through the dilator, white spiral plastic bits noted at flush port. So, the sheath and dilator replaced with another faradrive from same lot number, however, still had difficulty crossing the septum. With extensive physician manipulation, it cross successfully and the procedure was completed. No patient complication was reported. The device was received for analysis and investigation is still in progress. No damage was noted on the first and second sheath or catheter. The transseptal puncture was standard on ice. Several times to get transseptal, approximately 3-4 maneuvers before non boston scientific toray guide wire was used. It was further reported that the white spiral material was coming from the proximal end of the dilator with no resistance. Dilator was already inserted through sheath and the assembly advanced into the body.

Manufacturer narrative:
Faradrive dilator was confirmed to be damaged along its shaft but could not be captured by basic visual inspection equipment. No abnormalities or defects were found on the exterior of the returned sheath. Functional testing observed a successful engagement of the deflection mechanism, as the sheath was able to achieve and maintain its intended curvature. Device interaction between the sheath and its dilator was successful as the insertion of the dilator was observed to interface smoothly with the sheath. A guidewire was inserted into the sheath and dilator interface, displayed a successful interaction. White plastic bits were found, collected and sent to analytical lab for material testing. Dimensional measurements were conducted to verify compliance with product specifications. The results indicate that the inner diameter of the sheath tip does not conform to the design specification and is smaller than the outer diameter of the dilator tip. This condition would interfere with proper interfacing and function at the sheath-dilator interface. Microscopic imaging of the sheath-dilator interface showed that the sheath tip was bulbous, and its tapered edge had an increased thickness of the black silicone material. These tip conditions created a pronounced step at the distal interface, which impeded smooth insertion of the sheath and dilator into the patient's anatomy. Imaging also identified streaking damage on the dilator, consistent with the media provided by the physician.